Event description:
It was reported that the patient was having frequent low flow alarms. Log files were submitted for review and captured multiple low flow alarms where the low flow estimator dropped below 2.5 lpm. There were also some low flow flags with lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm. The cause of low flow alarms was identified to be worsening right heart failure. The patient was put on inotropes. The patient had no symptoms at the time of low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, expiration date, primary UDI number: corrected. Section h4: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. Analysis of the submitted log file confirmed low flow alarms. The reported cause for the low flow alarms was worsening right heart failure. It was reported that the patient was experiencing low flow alarms. The submitted log file captured intermittent low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed for the duration of the log file. The customer reported that the low flow alarms were due to worsening right heart failure. The patient was put on inotropes and the low flows resolved. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C are currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate ii lvas, including right heart failure. The IFU notes that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. Section 1, ¿introduction,¿ also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.